Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported battery issue. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports their personal diabetes manager (pdm) battery will not hold a charge. In addition the patient reports the battery is swollen.